Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging the basal rate settings were blank without user intervention. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/08/2017 with the following findings: a review of the black box showed, the pump lost prime and delivery was resumed. This matched the complaint of zero units in the basal change history. A loss of prime was induced the pump gave appropriate warnings. Unrelated to the original complaint, the display was dim with letters having a red hue. Additionally, the battery compartment was cracked at the threads to the left side of the grip pad down to the seal, at the threads to the grip pad, and from the case seal to the grip pad. The battery compartment threads were stripped and were unable to be secured. The battery cap was able to hold for testing. (B)(4).